Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced glare prevents patient's ability to drive at night. Clinical reason for explant is glare is, patient feels unsafe driving at night. Also stated vision was good during day time.the iol was replaced with unspecified monofocal lens approximately within a four months after initial procedure. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).